Event description:
The advocate stated the customer's blood glucose was tested and the reading was 81 mg/dl using her breeze2 meter. The advocate stated that an ambulance was then called, because the customer was shaky. When paramedics arrived, they tested the customer's glucose at 48 mg/dl using their meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate did not mention treatment, but the customer was most likely treated with glucose. The test strips are to be returned for eval. The customer also insisted the meter be replaced. Replacement products were sent to the customer.